Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . Please disregard the initial report submitted with the MFR number: 3012307300-2021-10671. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. However, the lens was found cracked. The c02 pump was found shifted. Further DHR review is not relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a smiths medical capnograph had a bad screen. No patient involvement.